Event description:
On (B)(6), 2012 the reporter contacted animas to report that on unspecified dates, the patient obtained elevated blood glucose readings ranging from 170 mg/dl to 340 mg/dl. At that time, the patient experienced the symptoms of increased thirst, frequent urination, nausea, headache and shortness of breath. On (B)(6), 2012 when trying to take a bolus dose of insulin to correct a blood glucose reading of 340 mg/dl, the patient obtained an alarm on the pump, and found the infusion set cannula was bent. The patient also reported she had recently had a urinary tract infection and had been on antibiotics. Troubleshooting revealed all pump settings and programming were correct. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by having a bent infusion set cannula, which could contribute to under-infusion of insulin. Additionally, the patient's infection and course of antibiotics may have contributed to her elevated blood glucose levels. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history from the time of the event was not available for review due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.